Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) because of rubella igg inconsistent patient results. A siemens customer service engineer (cse) was dispatched to the customer's site. While troubleshooting the instrument, the cse performed a total service visit including preventive maintenance. The cse replaced the sample syringe. The cse ran quality control (qc), resulting within specification. The cse ran patient samples comparison prior to and after maintenance service, resulting satisfactory following service maintenance. The cause of the inconsistent rubella igg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Mdrs 2432235-2017-00493 and 2432235-2017-00500 were filed for the same event.

Event description:
Three patient samples were tested for rubella igg on an advia centaur cp instrument. Patient 1 was tested five times. The first result was positive. Two consecutive repeats resulted negative and were followed by two positive results. Patient 2 was tested four times. The first result was positive and three consecutive repeats resulted negative. Patient 3 was tested four times. The first three results were positive and the fourth resulted negative. None of the results were reported to the physician(s). It is unknown which result is correct for each of the 3 patients. There are no reports of patient intervention or adverse health consequences due to the inconsistent rubella igg results.